Manufacturer narrative:
Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported a patient implanted with a replacement an intraocular lens (iol) experienced high iop (intraocular pressure) post-operatively and may need lasik enhancement. Vision is 20/50. Through follow up, it was learned that a medication myostat was used which is common, but not standard of care. The medication is used at the physicians discretion. Patient had a headache postoperatively from the medication which is reported as normal, and the headache resolved when medication wore off. No other information was provided.